Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating an ECG cable failure. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device for about a week and was unable to confirm the ECG failure. The fse determined the failure could have been caused by a temporary poor contact issue. Based on the information available and the testing conducted we were unable to replicate the reported problem. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that there was an error message about an ECG cable failure. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.